Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. The proximal and distal markerband were inspected and revealed no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable.